Manufacturer narrative:
Additional information: the name of the user facility was omitted from the initial MDR. (B)(6).

Manufacturer narrative:
Results: one used sample with an opened package from lot # 5268596 and a photo of the used device were returned for evaluation. A visual inspection of the used unit revealed it consisted of the retracted needle/safety barrel assembly. A microscopic analysis observed that the needle was fully retracted, the white safety activation button was depressed, and the tip was not exposed. Cracks and stress marks were also observed at the end of the safety barrel. The needle was pushed and repositioned and no mechanical/physical damage to the springs or needle hub were observed. A functional test (needle retraction) was performed after the needle was pushed and repositioned to the out position. The safety activation button was pressed and the needle fully retract within the safety barrel. An inspection of the returned photo revealed a partial needle retraction and confirmed that the end of the safety barrel was damaged and stress marks were observed in the area of the damage. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 5268596. Conclusion: an absolute root cause for this incident cannot be determined. Although the safety barrel was found damaged, it could not be determined if the damage resulted from manufacturing or from the user environment. Polycarbonate is a plastic that is resilient after being shaped during the molding process.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after a physician had placed a bd insyte autoguard shielded IV catheter in a patient, the needle did not retract fully after the safety mechanism was activated which caused the physician to be stuck by the contaminated needle in her right hand. The source patient was considered to be "non-contagious" so no treatment was provided to the physician at the time of the incident. However, it was also reported that the physician will have blood testing done but no information regarding when this will occur was provided.